Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. Customer¿s high blood glucose level was 545 mg/dl at the time of hospitalization. The current blood glucose value was 187 mg/dl and 150 mg/dl. Customer specify other relevant blood glucose and the blood glucose value was 215 mg/dl and 300 mg/dl. Customer stated that the insulin pump had a motor error alarm. The product will return for the analysis.